Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump repeatedly displayed alert 39 after a restart and also showed alert 62, with verified alerts in device history; the patient¿s blood glucose was 168 mg/dl, no ketone test was performed, and the patient switched to multiple daily injections while awaiting a replacement device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and return of the device for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.